Event description:
Following implant, it was reported that the pt no longer had adequate paresthesia coverage and the impedance of one half of the electrodes was abnormally high. The device was reprogrammed "many" times over a period of "several" days, but this did not resolve the problem. An x-ray was taken revealing there was no discontinuity of the system, but the epidural electrode was lower than previously. This was not unexpected since it was intentionally placed lower. Before a revision could be performed, the pt's pain became intolerable, and the pt went to the emergency room for emergency pain mgmt. The pt was admitted for parenteral medication therapy of his refractory pain condition . The device was revised and the pt experienced pain relief and paresthesia coverage that was "better than ever". For info about events that occurred before the implant, see MFR report # 3004209178-2010-07879.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.